Event description:
A 3.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal rca lesion. Lesion morphology was severe calcification. The lesion was not pre-dilated. It was reported that the physician attempted to deliver the stent two times to the lesion; however, was unable to cross the lesion. The physician attempted the endeavor delivery system a third time; which was unsuccessful. Upon exiting the guide catheter, the stent was not on the delivery balloon. The patient was fluoro'd and the stent could not be located. It is unknown if the undeployed stent remains in the patient. The lesion was successfully treated with an endeavor 3.5 x 24 drug-eluting stent. The patient is fine.

Manufacturer narrative:
Other - unknown if the undeployed stent remains in the patient - results: (severe calcification). Conclusions: (severe calcification).